Manufacturer narrative:
The referenced chronic driveline fault alarms were reported under medwatch MFR report #s 2916596-2017-02231 and 2916596-2018-04717. Approximate age of device - 4 years, 3 months. Manufacturer's investigation conclusion: the pump remains implanted and the patients continues on vad support. The report of driveline fault alarms was confirmed based on the analysis of the submitted log files. Driveline fault alarms were captured throughout the log files and were the result of the evaluating the motor phase 1 wire values. Although the available information suggests that the driveline fault alarms may be related to potential driveline wire damage, the specific cause of these alarms was unable to be conclusively determined during this investigation. The pump operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) explain all alarms, including driveline fault alarms, and the proper actions to take if the alarms cannot be resolved. The IFU and the patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. The patient's system controller log file was submitted to the manufacturer's technical service department for analysis due to driveline fault alarms. The patient was asymptomatic. Review of the log file data confirmed multiple driveline faults events recorded between (B)(6) 2018 and (B)(6) 2018. The data appeared to indicate a wire fatigue issue with the percutaneous lead (driveline). A system controller exchange was performed and the patient would continue to be monitored for further alarms.